Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history log was performed which did not reveal any issues related to the reported event. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The service history revealed that the device had not been serviced in the past year. A visual inspection was performed and no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. The device underwent functional testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized until or up to the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing until the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation but has not yet been received. A review of the device history record found that the device was no longer in its original manufacture condition but met final testing and calibration prior to its release to the customer. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.